Event description:
It was reported during a da vinci prostatectomy surgical procedure, that there was an articulation issue on the prograsp forceps instrument. Upon further inspection, a black cable was found broken on the instrument. The planned surgical procedure was completed. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The reported complaint of an articulation issue during the procedure and a black cable breaking does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.